Manufacturer narrative:
Journal article details: title: predictors associated with an increased prevalence of postimplantation syndrome after thoracic endovascular aortic repair for type b aortic dissection authors: yi zhu, songyuan luo, huanyu ding, yuan liu, wenhui huang, nianjin xie, jie li, ling xue and jianfang luo, european journal of cardio-thoracic surgery 55 (2019) 998¿1005 doi:10.1093/ejcts/ezy379. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient group for endovascular thoracic aortic dissection repair.   The following adverse events were observed in the patient group: fever infection spinal cord ischemia stroke renal failure heart failure reintervention death - patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.